Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residue inside auxilliary and air water channels. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the colonovideoscope exhibited white residue inside auxiliary and air water channels. However, the device was returned when the leakage issue was found during reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.